Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set tubings and cartridge tubings. Reportedly, the customer was using apidra insulin within the cartridges. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose level was 259 mg/dl.